Manufacturer narrative:
The device was evaluated by olympus. A detached screw was found in the device due to being loose, damaged or broken. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus, model cv-190, evis exera iii video system center was returned to olympus for processing after use by the user facility. Upon inspection and testing of the returned device, it was determined a screw remained in the device due to being loose and/or damaged. As this was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.